Event description:
Reported events of intraoperative complications included stent displacement in 2 patients, a subconjunctival hemorrhage complicating the visual field in 1 patient, and stent fragmentation in 1 patient. Early postoperative complications included transient hypotony in 5 patients, hypotony with choroidal detachment in 3 patients, hypotony with conjunctival leakage - positive seidel in 2 patients, conjunctival leakage - positive seidel in 1 patient, hyphema in 1 patient, macular edema in 1 patient, and stent obstruction in 1 patient. The cases of conjunctival leakage were treated with occlusion plus topical steroid and antibiotic ointment and resolved without surgical intervention. Late postoperative complications due to conjunctival fibrosis included stent obstruction in 4 patients, incurvation in 2 patients, and displacement in 1 patient. Other late postoperative complications included conjunctival leakage - positive seidel in 1 patient, treated with an amniotic membrane patch and conjunctival sutures, and secondary needling required in 9 patients. Postoperative glaucoma medications were required in 23 patients were noted in the article: "glaucoma medical treatment as a predictor of xen45 subconjunctival gel implant hypotensive efficacy." Graefes arch clin exp ophthalmol. This is the same article reported under MDR ID #3011299751-2022-00147 (allergan complaint #(B)(4)). This record captures the reported medical events.

Manufacturer narrative:
Clarification to implant date: between (B)(6) 2017 and (B)(6) 2021. Article citation: palomino-bautista, et al. ¿glaucoma medical treatment as a predictor of xen45 subconjunctival gel implant hypotensive efficacy.¿ graefe¿s archive for clinical and experimental ophthalmology, aug. 2022, https://doi.org/10.1007/s00417-022-05810-7. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.